Event description:
The customer reported that he was sent to the emergency room due to low blood glucose. The blood glucose reading was 20 mg/dl at the time customer arrived to the emergency room. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.